Event description:
It was reported that during a procedure the beam appeared to lose power, despite powering-up correctly. There was no patient complication, but the procedure was abandoned, and patient need to be rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device was not returned for analysis; however, this equipment was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the flash lamp was damaged. Therefore, the reported allegation of low power output was confirmed. After replacing the flash lamp, the issue was resolved. The functional and electrical safety testing confirmed to be fully functional. It can be concluded that a worn flash lamp was the most probably cause of the complaints.

Event description:
It was reported that during a procedure the beam appeared to lose power, despite powering-up correctly. There was no patient complication, but the procedure was abandoned, and patient need to be rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.